Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and gradually increasing pacing impedance measurements reaching out of range. Further evaluation is expected at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.